Event description:
It was reported to bsc/target that during the procedure the gdc 10-soft sr stretch resistant synerg detection circuit detached prematurely. The device was not fully deployed in the aneurysm; two loops are pending in the carotid enteral artery. No information was provided about the condition of the patient. Additional information will be requested about this case.